Event description:
It was reported that an iLet user experienced hyperglycemia with a peak continuous glucose monitor reading of 367 mg/dL for approximately 1.5 hours following a properly announced lunch, during which the Dexcom G7 intermittently lost signal and the user later observed air bubbles in the infusion tubing with a cloudy connector; subsequent discrepancies between iLet and fingerstick values prompted calibration and sensor replacement, and the cannula was confirmed not bent. Symptoms included fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and device problem and component details remained insufficient due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.